Event description:
Information was received from an unknown source regarding a patient who was receiving fentanyl (2000 mcg at 99.98553 mcg/day), bupivacaine (20 mg at .99986 mg/day), and dilaudid (hydromorphone) (4.2 mg at .20997 mg/day) via an implantable pump for unknown indications for use. It was reported that the surgical site appeared pink and warm to touch, mild swelling. The site was cleaned with betadine, the patient was instructed to continue to wear brace and ice. The site appeared to be healing, but not fully healed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.